Event description:
Provider states the units low o2 yellow light came on after a couple hours of running and an audible internal leak can be heard. Provider switched out the manifold valve assembly and the unit began working fine.